Event description:
During intubation the lta syringe tip broke approximately 1-2" long and fell in patient's airway. Anesthesia attempted to look for the broken tip and was able to locate it for a moment using the glidescope, but then it disappear. Additional anesthesiologist called and came to the room to help take out the broken tip using glidescope and bronchoscope but he was unsuccessful. The surgery started with the broken tip still inside patient's throat, after the surgery was finished the relieving anesthesiologist tried to look for the tip again with glidescope and bronchoscope, but nothing was found in the trachea or main bronchi - suspected into the esophagus. Xray and CT of chest/neck/abdomen/pelvis negative, gi consulted and favored allowing the foreign body to pass through the gi system. FDA safety report ID# (B)(4).